Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that an increase in capture threshold and a decrease in sensing were observed. The lead was explanted and replaced when repositioning was unsuccessful. Patient condition was good after the event.